Event description:
Device used to close an abdominal incision after a abdominal hysterectomy on pt of unknown age. The device was used to close the wound. Pt was discharged home, the date is uncertain. About a week later a wound dehiscence was noted. The wound may have been weeping or draining as there may have been dried exudate at the site. Pt saw the physician for this; he cleaned the wound and applied steri-strips. Pt developed a low grade fever after about a week. Pt was admitted to the hosp overnight for administration of IV antibiotics. Pt was discharged home on oral antibiotics. Pt is now seeing the physician weekly for wound care. In 09/2003 it was reported that the wound appears to be healing well except for the lower portion, which still appears open. No further info available at this time. Product was not returned.